Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient called into vad hotline reporting multiple controller fault alarms and that controller felt extremely warm. The patient was instructed by vad coordinator to perform a controller exchange at home due to recurrent controller fault alarms. The patient was asymptomatic during alarms and controller exchange. The patient tolerated well with resolution in alarms. The patient was seen in clinic following the event and issued a new controller. Log files will be sent in. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. One of the reported events (controller fault alarm/overheating) was confirmed (controller fault alarms); however, the controller operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Review of the log files revealed 56 controller fault alarms while power source 2 (ps2) was the active power source. The controller fault alarm observed during log file review is most likely due to a leaky diode on the automatic power selection circuit of the controller. The perceived overheating was root caused to a fds8447 transistor (q3 power mosfet) that has an on board temperature of 140.1°c, which was within its operating specifications of 150°c. This can be perceived as operating warmer than normal; however, the controller continued to operate as expected. An internal investigation has been opened to evaluate the leakage of the diode in the controller and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.